Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of post-paced t-wave oversensing (pptwos). Programming changes were suggested. No intervention was reported. There were no patient consequences and the patient will be further monitored.